Manufacturer narrative:
(B)(4). Batch # n53x95. Photographic analysis: the picture shows a tlh30 device in its sterile package, a reload loose inside the sterile package can be appreciated. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis results showed that the tlh30 device was received sterile, with no apparent damage and with a reload loose inside the sterile package. The device was opened, the reload was loaded into the device, the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. It should be noted that each reload is 100% inspected through an automated vision system to ensure that cartridge is present and in the correct position prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the preparation of an open gastric cancer surgery, the surgeon found the staple driver was not at the correct position, but still in the sterile packing. For the sake of safety, another like product was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Correction to initial report. Additional information was not sent. Additional information was requested and the following was obtained: it was reported that the ¿staple driver¿ was out of position. Is this referring to the reload? Yes.